Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was 569 mg/dl with small ketones. The elevated bg was addressed by a correction bolus via the pump.